Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the new desktop charger and recharger antenna resolved the inability to charge the recharger and the poor coupling while charging the ins, as well as the reported pain. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. The caller reported not being able to feel stimulation and being in pain, and needed to be able to use the recharger. The caller also reported "she has an extreme amount of pain right now in her back going down her right leg and can't use the device to help it," and she has been in pain for the past three days. The caller reported the ins was half full with no coupling and stim off, but the patient programmer showed the ins as needing to be charged. Interrogation again with the recharger showed the ins as 1/4 full, not 1/2. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. The caller reported the poor coupling stated that day as the night before they were able to get full coupling. Patient was issued a new desktop charger and recharger antenna. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.